Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#:(B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when patient goes into certain stores she feels a zapping sensation. No further patient complications are anticipated or expected as a result of this event. Event was also reported in regulatory report #3004209178-2020-13964 and 3004209178-2020-13966.